Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused blood too quickly (over infusion). At 10:00, the IV pump alarmed with an ¿air in line¿ error during a packed red blood cell transfusion, with ~45 minutes remaining; the bag was found empty. The patient was disconnected, vital signs were obtained, and the edmd was notified. The edmd was not concerned, noting the transfusion completed slightly faster than the intended 4 hours and planned reassessment. The pump and tubing were removed, and rls and mdip reports were completed in the emergency department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.